Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed, the device is not damaged and relevant critical dimensions were found to meet specifications.

Event description:
On 10/28/2021, it was reported by a sales representative via phone that an ar-9105-03 glenoid didn't fit and the ar-9561-20p central post would not engage. This was discovered during use in a reverse arthroplasty on (B)(6) 2021. The case was completed by using a new ar-9105-03 and ar-9561-20p.